Event description:
It was reported that when the patient presented in clinic for a routine follow-up. Stored electrograms showed that the patient received inappropriate anti-tachycardia pacing and high voltage therapy for svt. The device was reprogrammed and the patient has had no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.